Manufacturer narrative:
G4:05mar2021, b4:10mar2021. The customer evaluated the device with assistance from a philips remote service engineer (rse). The rse provided the customer with the part ids to correct the device. Top cover, v60 base assembly, cpu tray, backlight inverter, and user interface. The rse followed up with the customer and found that the customer just received parts and has not had time to install and told the rse to close the case. Multiple good faith efforts were made to obtain information regarding the operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6) 2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had pulled loose from the stand and has a dark screen. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.